Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 600 mg/dl. Customer was hospitalized for elevated blood glucose. Customer was treated intravenously with saline and insulin, and was released from the hospital a day later with the issue resolved and no permanent damage. Tandem technical support walked customer through system check and confirmed the pump is functioning as intended. Multiple attempts were made by clinical support to follow up with the customer for additional troubleshooting, but no response was received.